Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a damaged force sensor cable. A 'check clutch plunger lever error' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most likely/suspected cause of the issue was a combination of lead screw and both clutch halves being found old, dirty, and worn out due to normal wear. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the for sensor, lead screw, and both clutch halves, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device exhibited a travel coarse error. The event occurred during testing, and there was no patient involvement.